Event description:
Treatment given for ga with puva at med ctr. The ga was on both legs, and after an evaluation by dr, he recommended a series of puva treatments. The first treatment occurred on 4/2001 and the second treatment 3 days later. The adverse events occurred after the second treatment resulting in first, second, and third degree burns to both legs.